Event description:
It was reported that the audiologist carried out testing, which showed that 11 channels have had high impedances. According to the audiologist, there is no info available at the moment if the pt has received any impact on his implant site. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.